Event description:
According to the reporter: during laparoscopic rectum procedure, after connecting the cartridge to adapter and adapter to handle they tried to check the jaws opening/closing ,however could not.the device kept re-started repeatedly and halfway displayed the start screen of covidien's logo. Replaced by an ultra handle to complete the procedure. The event occurred during the procedure but the product was not used for patient. No injury to the patient.

Manufacturer narrative:
This product problem is not reportable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.